Event description:
It was reported that the chiller pump was defective in an arctic sun device. Per review of wo on 25apr2025, there was no patient involvement. Per sample evaluation results received via task on 18sep2025, it was reported that there were many errors stored in arctic sun memory related to t4 sensor. The power cable had a break in the insulation at the plug.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). Complete initial reporter facility name: (B)(6). Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller pump was defective in an arctic sun device. Per review of wo on 25apr2025, there was no patient involvement. Per sample evaluation results received via task on 18sep2025, it was reported that there were many errors stored in arctic sun memory related to t4 sensor. The power cable had a break in the insulation at the plug.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty t4 sensor. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) 40 unable to maintain stable water temperature. Since there is no approval for this, the job was canceled. The power cable had a break in the insulation at the plug. Since there is no approval for this, the job was canceled. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). Complete initial reporter facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller pump was defective in an arctic sun device. Per review of wo on 25apr2025, there was no patient involvement. Per sample evaluation results received via task on 18sep2025, it was reported that there were many errors stored in arctic sun memory related to t4 sensor. The power cable had a break in the insulation at the plug.